Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 2.75 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted across the entire stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-mar-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilation with a 15x15 balloon catheter, a 2.75 x 16 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.